Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy pump infusion rate is out of tolerance range 6%. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pca pump was returned for evaluation. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. The reported issue could not be confirmed.

Manufacturer narrative:
Additional information was received indicating this observation occurred during incoming stock check. There was no patient involvement.